Event description:
It was reported, that during use with bd vacutainer® sst¿ blood collection tubes. The tube underfilled, tube was replaced and blood drawn successfully. The following information was provided by the initial reporter, translated from chinese to english: at 7:30 a.m. On (B)(6) 2023, the nurse took a blood test from a 24-bed patient. No extravasation and blood vessel puncture occurred, so after replacing a blood collection tube, the blood was successfully drawn for inspection.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with bd vacutainer® sst¿ blood collection tubes the tube underfilled, tube was replaced and blood drawn successfully. The following information was provided by the initial reporter, translated from chinese to english: at 7:30 a.m. On (B)(6) 2023, the nurse took a blood test from a 24-bed patient. No extravasation and blood vessel puncture occurred, so after replacing a blood collection tube, the blood was successfully drawn for inspection.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.